Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Any additional information received regarding this complaint will be submitted in a follow-up report.

Event description:
It was reported to vyaire that the lower part of the user interface module (uim) on the avea ventilator does not function correctly. The (uim) acts as if it is frozen and it won't react. The customer stated there was no patient involvement.